Manufacturer narrative:
Updating health effect impact code (f) to only include: 4625, 4638, 4607, and 4617. Updating type of investigation (b) to only include: 4112, 4109, 4115, 4110, and 4111.

Manufacturer narrative:
The physician is not alleging a product malfunction occurred to cause or contribute to the patient adverse event. The device was not returned to endogastric solutions (egs) for evaluation as it was discarded at the medical facility. This is being reported because the physician is alleging the tif procedure caused or contributed to the patient adverse event, due to a cyst being detected, near the anatomy where the hiatal hernia repair (with mesh) and tif procedures were performed. This is also being reported due to a pleural effusion diagnosis.

Event description:
A patient who underwent a hiatal hernia repair (with mesh) followed by a tif procedure developed a cyst, near the anatomy where the procedures were performed, and a pleural effusion. A chest tube was placed to treat the pleural effusion. An egd was performed. The cyst was drained, and a stent was used.